Event description:
It was reported that the field representative was requested to attend a change out procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD). Upon review of the values, the field representative noted that the device may be experiencing premature battery depletion. The s-ICD was explanted as planned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population."

Event description:
It was reported that the field representative was requested to attend a change out procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD). Upon review of the values, the field representative noted that the device may be experiencing premature battery depletion. The s-ICD was explanted as planned and successfully replaced. No additional adverse patient effects were reported. The device was returned for analysis.